Manufacturer narrative:
Evaluation of the returned indigo system catrx aspiration catheter (catrx) confirmed that the catheter was fractured. Evaluation revealed a kink distal to the fractured location. If the catrx is advanced against resistance, damage such as a kink may occur. Upon retraction of a kinked device, the kink may worsen to a fracture. Based on the reported event, the root cause of resistance could not be determined. Further evaluation revealed bends along the length of the catheter and guidewire lumen. This damage was incidental to the complaint. The bends may have occurred during packaging for return. The root cause of the damage to the guidewire lumen could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in a circumflex artery using an indigo system catrx aspiration catheter (catrx), a guide catheter, and a guidewire. The first pass was completed with the catrx without resistance. During advancement of the catrx for the second pass, resistance was encountered. While retracting the catrx via the right femoral artery (rfa), the catrx fractured within the guide catheter at the mid-shaft. Contralateral access was obtained via the left femoral artery (lfa), and a new guide catheter and guidewire were inserted. The left main (lm) artery was re-engaged using the new guide catheter and guidewire. The guide catheter in the rfa was then removed with the fractured segment of the catrx. Fluoroscopic imaging was performed, and no retained fragments were identified. The procedure was completed at this point. There was no report of an adverse effect to the patient.